Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention (pci) the device was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated and then a 4.00 x 28 mm promus element stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: initial visual examination noted that the stent was kinked at various intervals along its length. This type of damage is consistent with some form of restriction having occurred. The balloon was tightly wrapped and was not subjected to positive pressure. No other damage was noted on the device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).